Event description:
The customer reported that a paraplegic pt was lying on the table of the system. The operator was behind the tray protection during the exposure. It is unclear the pt was adequately secured on table. The pt fell down from the table on her head. The table was in horizontal position and did not move when it happened. The pt fell down from the table by himself. As a medical treatment the pt had stitches on the head. The system works as specified.

Manufacturer narrative:
(B)(4).